Event description:
It was reported that during surgery the device was destroying skin grafts and did not cut the skin properly. It is unknown if there was patient impact. Due diligence is in progress. No additional information has been received.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the device was not cutting properly. The motor rpms were noisy but within specifications, the width plate and various other components were damaged, the control bar was loose, the control bar, spring pin, ball plunger, and dowel pins were out of position, and the device was out of calibration. The ring gear, nut bearing lock, screw seals, poppet spring, planetary gears, swivel, screws, bearings, width plate, ball plunger, lever, and motor were replaced to resolve the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.